Event description:
The reporter stated that reporter did meter to hcp comparison tests, side by side. The results were 284 mg/dl on reporter's meter, and 174 mg/dl on reporter's nurse's (one touch) meter. Reporter did not have any symptoms. On follow-up, the reporter's spouse verified that the test strip is always fully inserted when reporter tests, and stated that reporter is recovering from surgery. No harm was alleged.